Event description:
It was reported by a customer on (B)(4) 2011 there was a break in the plastic sheath of the fiber at approx 26 inches from the manipulated knob. The physician stepped on the pedal and the break area of fiber illuminated and no energy came from the fiber tip at 47 joules. Additionally, the customer reported an aim test was performed. The user did not experience any injury from use of the system. No pt injury was reported.